Event description:
It was reported that during a lap gastrectomy, although the staples were deployed, the knife did not move forward at the 1st firing. The deployed staples were unformed. When another cartridge was loaded into the same device after this event occurred, there was no problem. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one reload was returned unfired with no visual non-conformances and fully loaded with staples. The reload was tested for functionality with a test device. The device achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.